Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7089630. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28909201.

Event description:
It was reported that the patient experienced skin erosion at the incision site where the extension header was placed. The surgeon suspected a possible infection unrelated to the device. The patient underwent a revision procedure where the burr hole cover, lead, and extension were explanted. The patient was doing well post-operatively.

Manufacturer narrative:
The returned lead extension db-3138-55, serial number: (B)(6) was analyzed, and visual inspection revealed that the lead was cleanly cut approximately 43 cm from the connector block of the distal end and the proximal portions of the lead was not returned. The clean-cut damage is a result of a typical explant procedure, and it is not considered a failure. The returned lead db-2202-45, serial number: (B)(6) was analyzed, and visual inspection revealed that the lead was cleanly cut into two pieces approximately 30 cm from the distal end of the lead. The clean-cut damage is a result of a typical explant procedure and is not considered a failure. The returned burr hole cover db-4600c, lot number: 28909201 was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced skin erosion at the incision site where the extension header was placed. The surgeon suspected a possible infection unrelated to the device. The patient underwent a revision procedure where the burr hole cover, lead, and extension were explanted. The patient was doing well post-operatively.